Event description:
It was reported that during pre-discharge device check, the patient's right ventricular lead exhibited r-wave amplitude variation. The lead was repositioned on (B)(6) 2022. The patient was stable.